Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s chagas results on multiple donor specimens which confirmed negative by esa confirmatory testing in two different sites ribc and nybc. The customer provided a summary of results across several months and lot numbers. No individual donor results were provided. The number of false repeat reactive donors for each month were: ribc: (B)(6) 2022 repeat reactive=2 / esa confirmatory testing negative=2. Nybc: (B)(6) 2022 repeat reactive=4 / esa confirmatory testing negative=4. On (B)(6) 2022 repeat reactive=2 / esa confirmatory testing negative=2. On (B)(6) 2022 repeat reactive=1 / esa confirmatory testing negative=1. There was no reported impact to donor/patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity s chagas reagent, lot number 31138be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The customer data review for alinity s chagas reagent, lot number 31138be00 was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at rhode island blood center (ribc), across whole blood (wb) peer sites and all us customer sites using this lot. A aggregated performance of lot 31138be00 across all customer sites and wb peer sites is within product requirements and comparable to the performance of other lots of the same assay evaluated in the comparison. The reactive rates of lots 31138be00 at ribc were within product requirements and comparable to the performance at the peer sites as well as to other lots in the field. All data review indicating that the reagent performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s chagas reagent, lot number 31138be00.